Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely tortuous and severely calcified left coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent was detached and could not be withdrawn. The stent was implanted in an upper limb vessel and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the stent implanted in the left main to lad prior to the use of this device, identified in the angiographic images provided by site as possibly not well apposed post deployment, was a non-bsc device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus element plus,mr,ous 3.50x20mm stent delivery system was returned for analysis without a stent. No stent was returned. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded indicating that positive pressure had not been applied. Stent crimp markings were evident on the balloon wall indicating the correct crimping and positioning of the stent on the balloon prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the device analysis. A cd containing a series of angiographic images was returned with the complaint device and reviewed. The images show a stent deployed in the left main (lm) to lad, across the lcx ostium not covering the entire narrowing noted in the lad. There was also narrowing evident in the distal end of the deployed stent. Balloon dilation was carried out in the distal end of the stent and within the remaining lad narrowing. The moment of the reported stent dislodgement was not recorded in the series provided. What appeared to be the dislodged stent was noted in the lm and on one of the guidewires. Balloon inflation was then carried out in the lm at the site of the dislodged stent in an apparent attempt to crush the dislodged stent against the inner lumen of the previously deployed stent. The balloon was on one guidewire and the dislodged stent was on the other. The balloon was then deflated and the guidewire which had been within the dislodged stent had been withdrawn. The balloon was inflated and again crushed the dislodged stent against the deployed stent. The balloon was then removed and the deployed stent appeared to be further expanded and fully apposed to the lm vessel. Further balloon dilation was carried out in the lm, lm ostium, and the mid-lad. The remaining guidewire was then removed, and it was noted that the distal end of the guide catheter, which had previously been seen positioned at the lm ostium, appeared to be inside the deployed stent and in contact with the crushed dislodged stent. The dislodged stent may then have moved proximally such that it appeared to be positioned in the lm ostium extending into the aorta. The stent may then have moved proximally into the aorta and traveled to an upper limb vessel, although this was not seen in the images provided.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely tortuous and severely calcified left coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent was detached and could not be withdrawn. The stent was implanted in an upper limb vessel and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.